Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the implantable pulse generator (ipg) clock was ahead of time. The right ventricular (rv) lead exhibited high thresholds. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.